Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address suspected indolent infection and loosening of the stem and anchor peg glenoid at the bone to implant interface. Surgeon removed a global advantage (non-porocoat) stem and an anchor peg glenoid. Both components upon removal were loose and easy to remove. Cultures were taken. Surgeon revised the shoulder to a competitor reverse. Doi: unk dor: (B)(6) 2019. Unknown affected side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.